Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the implant procedure, perioperative right ventricular injury, and related comorbities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a clinical study that during lvad implant via thoracotomy approach this patient experienced severe right heart failure. After weaning the patient from cardiopulmonary bypass, lvad flows were low. A transthoracic echocardiogram (tte) revealed a decompressed left ventricle and distended right ventricle. Speed adjustments were made without a positive response and inotropes were up titrated without much effect. The surgeon attempted placement of tandem heart but was unable to decompress the right side effectively or achieve adequate lvad flows. The patient was then converted to femoral veno-arterial extracorporeal membrane oxygenation (va-ECMO) support. Upon leaving the operating room lvad flows were 1 lpm, and ECMO flows were 4 lpm.it was reported from a clinical study that during lvad implant via thoracotomy approach this patient experienced severe right heart failure. After weaning the patient from cardiopulmonary bypass, lvad flows were low. A transthoracic echocardiogram (tte) revealed a decompressed left ventricle and distended right ventricle. Speed adjustments were made without a positive response and inotropes were up titrated without much effect. The surgeon attempted placement of tandem heart but was unable to decompress the right side effectively or achieve adequate lvad flows. The patient was then converted to femoral veno-arterial extracorporeal membrane oxygenation (va-ECMO) support. Upon leaving the operating room lvad flows were 1 lpm, and ECMO flows were 4 lpm. It was reported from a clinical study that during lvad implant via thoracotomy approach this patient experienced severe right heart failure. After weaning the patient from cardiopulmonary bypass, lvad flows were low. A transthoracic echocardiogram (tte) revealed a decompressed left ventricle and distended right ventricle. Speed adjustments were made without a positive response and inotropes were up titrated without much effect. The surgeon attempted placement of tandem heart but was unable to decompress the right side effectively or achieve adequate lvad flows. The patient was then converted to femoral veno-arterial extracorporeal membrane oxygenation (va-ECMO) support. Upon leaving the operating room lvad flows were 1 lpm, and ECMO flows were 4 lpm. ECMO/rvad decannulation (B)(6) 2015 .